Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, although the lever was returned to the original pre-deployment position to retract the foot, the foot remained deployed. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. Using the suture trimmer that came with the initial proglide device, the suture trimmer could not cut the suture. The suture trimmer from the second proglide device was used to trim the suture limbs below the skin line. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device, which includes the suture trimmer. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report filed, the customer retained the device; therefore, the device is not returning for evaluation and a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.